Manufacturer narrative:
(B)(4). Mfg site name: (B)(4). An accumax 200 laser fiber was received for evaluation. Visual analysis of the returned device revealed that the exposed glass fiber tip measured 3.5mm and appeared used. Examination under magnification revealed the pattern on the tip face is consistent with minor but normal degradation. There were no signs of damage or other imperfections noted along the body of the laser fiber. Examination of the fiber face within the sub miniature-a (sma) revealed a shadow covering approximately 90% of the fiber face where only a small amount of light showed through. The shadow was found to be debris and charring. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was extremely weak with an effective transmission of 5.69%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00691 pertains to the first accumax 200 laser fiber, manufacturer report # 3005099803-2016-00692 pertains to the second accumax 200 laser fiber, and manufacturer report # 3005099803-2016-00693 pertains to the third accumax 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2016 that three accumax 200 laser fibers were used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 60w console. According to the complainant, during the procedure, the laser fibers did not fire. The procedure was completed with another accumax 200 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber face had debris and charring.